Event description:
It was noted that the patient had previously been implanted with a catheter beyond its expiration date. No patient symptoms were reported. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8590-8, lot# n113535, implanted: (B)(6) 2009, product type accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, lot# n184773002, implanted: (B)(6) 2009, product type catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).